Event description:
As reported, the during balloon-expandable stent intervention, the surgeon chose a palmaz blue 5x15 stent. Through the delivery of the guidewire, he arrived at the lesion in the left renal artery which had stenosis. The back stent could not be opened normally. After the withdrawal of that stent, the physician replaced with a new palmaz blue 5x18 and the operation was successfully completed. Although the stent cannot be opened during the operation, it has no adverse effect on the patient. There was no reported injury to the patient. The surgeon has experience in using our products, and there is no abnormality in the preoperative examination. The device will be returned for evaluation.

Manufacturer narrative:
During the balloon-expandable stent intervention, the surgeon chose a palmaz blue 5x15 stent. Through the delivery of the guidewire, he arrived at the lesion in the left renal artery which had stenosis. The ¿back¿ stent could not be opened normally. After the withdrawal of that stent, the physician replaced with a new palmaz blue 5x18 and the operation was successfully completed. Although the stent cannot be opened during the operation, it has no adverse effect on the patient. There was no reported injury to the patient. The surgeon has experience in using our products, and there is no abnormality in the preoperative examination. The product was returned for analysis. A non-sterile palmaz blue/aviator plus 5mm x 15mm /142cm peripheral stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received without being inflated. Per functional analysis an inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rate burst pressure. The balloon reached the inflated state with no issues and then was deflated resulting in the stent detachment as expected per the device design. A product history record (phr) review of lot 82246487 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - unable to inflate¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ according to the instructions for use, which are not intended as a mitigation of risk, ¿prior to stent expansion, ensure that stent and balloon are completely exposed from the gc. Caution: never advance the gc over an exposed stent to avoid dislodging the stent. Caution: avoid over tightening of the hemostasis valve since this may restrict the flow of contrast media into and out of the balloon, thereby prolonging inflation/deflation times. Using the inflation device, steadily inflate the balloon under fluoroscopy to the nominal pressure recommended on the label and compliance chart. Expand the diameter of the stent to the diameter of the reference vessel. Note: consult the compliance chart for the expanded stent inner diameter at various inflation pressures. Caution: do not exceed the rated burst pressure shown on the label and compliance chart. Note: never use air or any gaseous medium to inflate the balloon. Note: it is strongly recommended that the guidewire, the stent system, or both, remain across the lesion until the deployment procedure is completed.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
As reported, the during balloon-expandable stent intervention, the surgeon chose a palmaz blue 5x15 stent. Through the delivery of the guidewire, he arrived at the lesion in the left renal artery which had stenosis. The back stent could not be opened normally. After the withdrawal of that stent, the physician replaced with a new palmaz blue 5x18 and the operation was successfully completed. Although the stent cannot be opened during the operation, it has no adverse effect on the patient. There was no reported injury to the patient. The surgeon has experience in using our products, and there is no abnormality in the preoperative examination. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82239732 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the during balloon-expandable stent intervention, the surgeon chose a palmaz blue 5x18 stent. Through the delivery of the guidewire, he arrived at the lesion in the left renal artery which had stenosis. The back stent could not be opened normally. After the withdrawal of that stent, the physician replaced with a new palmaz blue 5x18 and the operation was successfully completed. Although the stent cannot be opened during the operation, it has no adverse effect on the patient. There was no reported injury to the patient. The surgeon has experience in using our products, and there is no abnormality in the preoperative examination. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 82239732 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the during balloon-expandable stent intervention, the surgeon chose a palmaz blue 5x18 stent. Through the delivery of the guidewire, he arrived at the lesion in the left renal artery which had stenosis. The back stent could not be opened normally. After the withdrawal of that stent, the physician replaced with a new palmaz blue 5x18 and the operation was successfully completed. Although the stent cannot be opened during the operation, it has no adverse effect on the patient. There was no reported injury to the patient. The surgeon has experience in using our products, and there is no abnormality in the preoperative examination. The device will be returned for evaluation.